Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the instrument was fired using proper protocol and resulted in an incomplete stapling. The staple pins required for anastomosis was not present and were visible in the device. Medical intervention was required for the heavy mucosal bleeding. Ther was patient involvement and injury. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).